Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically examined and leak tested. Microscopic evaluation showed wear at folds in the proximal and middle portions of both cylinders. Leakage testing confirmed that both cylinders maintained integrity and passed the leakage test. The pump was microscopically examined, leak tested and functionally tested. Visual and microscopic inspection showed no damage or abnormalities, and the pump passed the leakage test. However, during functional evaluation, the pump did not meet the requirements of activation tests. Based on the information available and analysis results, the most likely cause of the reported mechanical issue was determined to be the pump not meeting the requirements of activation tests; therefore, a conclusion code of cause traced to component failure has been established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) began to not function properly approximately two months ago. A surgical procedure was performed in which the component was removed. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) began to not function properly approximately two months ago. A surgical procedure was performed in which the component was removed. There were no patient complications reported.